Event description:
Received info stating customer received multiple occlusion alarms. Reportedly customer blood glucose was 375 mg/dl with ketones and customer was hospitalized. The customer was discharged from the hospital on (B)(6) 2014.

Manufacturer narrative:
No product returned for evaluation. Should new info become available, a follow up report will be submitted.